Event description:
The customer reported they failed an (B)(4) survey for the ion selective electrode lithium assay. While troubleshooting this issue, the customer determined the c501 module was configured to report results in mg/dl, but their lis was configured to report results in mmol/l. The customer then reran patient samples and found questionable lithium results on 4-5 patient samples since (B)(6) 2012. Of the data provided for 4 patient samples, all 4 were found to be erroneous. For patient 1 the initial lithium was 0.9 mg/dl, reported outside the laboratory as 0.9 mmol/l. The customer calculated the correct result and sent a corrected report of 1.3 mmol/l. For patient 2, a male, the initial lithium was 0.7 mg/dl, reported outside the laboratory as 0.7 mmol/l. The customer calculated the correct result and sent a corrected report of 1.0 mmol/l. For patient 3, a male, the initial lithium was 0.5 mg/dl, reported outside the laboratory as 0.5 mmol/l. The customer calculated the correct result and sent a corrected report of 0.7 mmol/l. For patient 4, a female, the initial lithium was 0.4 mg/dl, reported outside the laboratory as 0.4 mmol/l. The customer calculated the correct result and sent a corrected report of 0.6 mmol/l. The customer reviewed the corrected results with the ordering physicians and stated these changes were not clinically significant. She also stated no treatment was given or changed based on the initial results, and there were no adverse events. The customer refused a service dispatch, stating there was a configuration issue, and that the instrument was performing as expected. She deleted the application and re-downloaded it. The investigation was unable to determine whether the analyzer had been configured to mg/dl by the manufacturer or by the customer.